Event description:
It was reported that during a neurological procedure, the drill heated up. Backup equipment was used to complete the procedure, without causing a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
H6: the drill was received by the MFR, however, the complaint could not be replicated. Based on the results of the device eval, the drill did not overheat.